Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: type of follow up - correction.

Event description:
It was reported that a transmitter battery issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2: type of follow up - correction g3: g3 date received by mfg - correction investigation in progress performed on (B)(6) 2025.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.